Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the pusher wire and the introducer sheath returned for the analysis. It is possible to observe the main coil was stretched and kinked. Additionally, the pusher wire was bent. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope, it was observed the main coil was stretched and kinked. The functional inspection could not be performed because the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil that could be measured was performed and were within specification.

Event description:
It was reported that the delivery wire fractured. An 8mm x 20cm interlock was selected for embolization of a renal artery aneurysm. During the procedure, the coil was advanced, but the delivery wire fractured, and the tip of the coil was deformed when pulled out. After another one of the same models was used, it was successfully delivered. Subsequently, 6x20 and 5x15 were used successively for tamponade, which was satisfactory after angiography. Then the angiography catheter was used to superselect another tumor. 10x40 interlock-35 was used for tamponade first, and then two 8x20. After the image was shown, it was almost satisfactory. Finally, catheter was selected into tumor cavity and 4x15 interlock-18 was used for final tamponade, and the procedure was completed. No complications reported, and patient was stable following the procedure.

Event description:
It was reported that the delivery wire fractured. An 8mm x 20cm interlock was selected for embolization of a renal artery aneurysm. During the procedure, the coil was advanced, but the delivery wire fractured, and the tip of the coil was deformed when pulled out. After another one of the same models was used, it was successfully delivered. Subsequently, 6x20 and 5x15 were used successively for tamponade, which was satisfactory after angiography. Then the angiography catheter was used to superselect another tumor. 10x40 interlock-35 was used for tamponade first, and then two 8x20. After the image was shown, it was almost satisfactory. Finally, catheter was selected into tumor cavity and 4x15 interlock-18 was used for final tamponade, and the procedure was completed. No complications reported, and patient was stable following the procedure.